Manufacturer narrative:
Results: a sample was not returned for evaluation. A photo was returned that supported the complaint, the visual inspection showed missing gel. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5201694 conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® sst¿ tube 13x75mm, 3.5 ml had gel missing in 17 of the tubes. No injury or medical intervention reported.